Event description:
Reporter stated that customer received the following results on the compact plus system within 1 minute: 1. 16 mg/dl and 69 mg/dl 2. 20 mg/dl and 81 mg/dl 3. 18 mg/dl and 90 mg/dl 4. 21 mg/dl and 77 mg/dl 5. 28 mg/dl and 87 mg/dl 6. 22 mg/dl and 73 mg/dl sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).